Manufacturer narrative:
The customer¿s report that the rubber sheath came off was confirmed. Visual inspection of the received noted the rubber sheath missing on the suspect blood collection device; and the separated rubber sheath stuck on the top of the vial. There was no damage or any issues. Functional testing was not performed due to the separation of the rubber sheath. The root cause of the customer¿s report was that the device was not used according to the dfu in which the device was inserted past the line molded into the barrel of the device.

Event description:
The customer reported the user drew a blood culture sample using the bd bactec culture vial. When the vial was removed from the mbc6010, the rubber sheath covering the needle remained lodged in the top of the culture vial and blood leaked out from the exposed needle. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.